Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: (B)(6) 320-02-38 - rs expanded glenosphere 38mm, +4mm offset 320-38-00 - equinoxe reverse 38mm humeral liner +0 320-10-00 - equinoxe reverse tray adapter plate tray +0 320-15-01 - eq rev glenoid plate h10 related report numbers: 1038671-2024-03867 1038671-2024-03870.

Event description:
Approximately 11 month(s) and 21 day(s) post-operative of a previously revised left rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. X-rays showed a loose glenoid screw, and further imaging showed loosening of the glenoid. The previous revision was due to a subscapularis tear of the rotator cuff. The patient underwent a standard reverse revision with the removal of the humeral tray, humeral liner, glenosphere and glenoid base plate. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.